Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had a head trauma from his colleague in school who used to bullying him. Reportedly, due to the trauma the child was admitted to the hospital on (B)(6) 2022 with high fever, swelled skin and pain at the implant site. 4 days later the fever and swelling had been resolved with IV antiseptics and paracetamol.the recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. A re-implantation surgery is considered but has not been scheduled yet.

Event description:
The user had a head trauma from his colleague in school who used to bullying him. Reportedly, due to the trauma child is been admitted to the hospital on (B)(6) 2022 with high fever, swelled skin and pain at the implant site. 4 days later the fever and swelling had been resolved with IV antiseptics and paracetamol. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had a head trauma from his colleague in school who used to bullying him. Reportedly, due to the trauma child is been admitted to the hospital on (B)(6) 2022 with high fever, swelled skin and pain at the implant site. 4 days later the fever and swelling had been resolved with IV antiseptics and paracetamol. Re-implantation is considered but has not been scheduled yet.